Event description:
A patient underwent endoscopic sinus surgery in which drug eluting sinus implants were placed post-operatively bilaterally. The pt received an IV dose of decadron (8-10 mg) intra-operatively. No topical steroids were prescribed to the pt post-operatively. Between the surgery and the 1 week post-op appointment the pt had scheduled a routine visit to ophthalmologist. The pt was exhibiting no symptoms at the time of the visit, however, was informed by the ophthalmologist of increased intra-ocular pressure (iop). The ophthalmologist prescribed eye drops (type unk). At the 1 week post-op visit with the surgeon, the stents were removed. The physician did not have info regarding the iop levels prior to the surgery nor the level seen by the ophthalmologist. Additionally, the physician reported there were no complications or pre-existing condition prior to the surgery, which could contribute to the increased iop. The reporting physician believed that the pt's iop had returned to normal levels. Based on the info available, it is unk if the device contributed to the pts reported effect. However, out of an abundance of caution, the company is submitting this report. Refer to MDR 3010101669-2015-00002 for the report on the second implant.